Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported that prior to explant the implantable neurostimulator (ins) went into overdischarge and wasn't able to be recovered. The patient was implanted with a primary cell device on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for spine/back (non-malignant). It was reported that the patient had difficulty charging. The managing physician referred him to a surgeon for replacement with a non-rechargeable implantable neurostimulator (ins). Numerous educations on recharging were performed. The issue was not resolved at the time of the report. A surgical intervention was planned for (B)(6) 2015. Further follow-up is being conducted to determine the cause of the recharging difficulty. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from manufacturing representatives (rep) reported that the patient had a replacement on (B)(6). There were no issues reported with the explanted device. The patient opted for a non-rechargeable replacement due to his difficulty to remember charging. The explanted device was discarded by the facility.